Event description:
The nurse noted that the hub of the sheath became disconnected from the introducer catheter. The introducer catheter was held in place by a vascular closure device. The patient was x-rayed and catheter was identified in the right hip area. In special procedures, the introducer catheter was "fished" out via a right internal jugular approach because of a right groin hematoma.